Event description:
I had a stryker knee implant in right knee on (B)(6) 2012 and have been in intense pain and disability ever since. I have had continuing therapy but the knee is still imperfect. I am bed-bound all day. I contacted the surgeon (dr. (B)(6)) and his office cannot advise me which cutting guide (shapematch?) Was used. I also contacted stryker and they refused to call me back. I am (B)(6) and quite crippled now. I have seen local orthopedic surgeon (we moved to (B)(6)) and he thinks the knee is loose.